Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for liner polywear and liner fracture. Event is serious and is considered severe. Event is definitely related to device and not related to procedure. Date of implant: (B)(6) 2010 (cup). Date of implant: (B)(6) 2018 (liner and head). Date of event: (B)(6) 2019. Date of revision: (B)(6) 2019 (left hip). Head, cup and liner were revised.

Manufacturer narrative:
This is a duplicate report of 1818910-2019-99505. 1818910-2019-102050 is being retracted as it is a report duplication. 1818910-2019-99505 will be kept for investigation purposes.